Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source exhibited an e103 error code (ignition error) and couldn¿t be reset. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information has been added to the following fields: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, according to the incoming inspection results, faulty power supply unit was confirmed. We, therefore, surmised that the phenomenon ¿error code e103¿ occurred due to faulty power supply unit. The root cause could not be identified. As a result of checking the instructions for use and labeling of the products, there were no abnormalities that could lead to the phenomenon. Olympus will continue to monitor field performance for this device.